Manufacturer narrative:
E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. Tape not sticking at first day during sleeping. The blood glucose level was high (350 mg/dl) and the patient treated with pen.